Manufacturer narrative:
Medtronic received the following information from the journal article entitled; balloon protection of the left subclavian artery in debranching thoracic endovascular aortic repair yoshimasa seike, hitoshi matsuda, yosuke inoue, atsushi omura, kyokun uehara, tetsuya fukuda, and junjiro kobayashi j thorac cardiovasc surg 2019 volume 157 (4) https://doi.org/10.1016/j.jtcvs.2018.10.061. C3390, c3333, c4376, c50577, c50616, c50687, c50688 and c9445. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and talent stent grafts, and non-medtronic stent grafts, were implanted in patients for debranching thoracic endovascular repair. The following events were reported: serious injury: cva pneumonia embolism paresis paraplegia type a aortic dissection aortic aneurysm rupture haemorrhagic cva chronic kidney disease chronic heart failure stent-graft infection patient deaths were also reported. There was no information to suggest any device failure caused or contributed to a death. The cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product.